Event description:
Ous MDR - after inflation, blood was found in the balloon. After withdrawal a balloon burst was noted.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon of the complaint instrument has burst longitudinal over a length of about 17 mm located in the proximal balloon segment. Microscopic inspection showed several scratches on the balloon surface. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Due to the found scratch marks it is assumed that the balloon burst was most likely induced by the patient's anatomy.